Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were visually inspected and it was observed that the dark blue female connector was separated from the main body causing the separation and connection issue; blue. The reported condition was verified. The cause of the condition was related to inadequate solvent during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set could not be disconnected. This occurred during use of peritoneal dialysis therapy. The reporter stated that when the patient tried to disconnect a minicap from the transfer set, a light ¿blue piece of component¿ fell out of the set. The nurse proceeded with connecting the transfer set to a pd solution for fluid exchange. After completion of the fluid exchange, the nurse attempted to disconnect the transfer set from the pd solution but was unable to disconnect the set. The transfer set was removed and replaced with a new one. Once the old transfer set was removed, the nurse again attempted to disconnect the old transfer set and pd solution and managed to unscrew and disconnect. However, the dark blue screw of the transfer set came out. There was no patient injury or medical intervention associated with this event. No additional information is available.